Event description:
It was initially reported through an implant card that a vns patient underwent generator and lead replacement surgery due to unknown reason.additional information was received from the treating nurse indicating the patient was explanted due to a lead fracture. The explanted devices were indicated to have been discarded after surgery. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the treating physician indicating there was no further information regarding the patient. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.